Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 269-526 (mg/dl). A supply change and correction bolus was delivered to address bg level. During troubleshooting with tandem technical support, customer did not observe insulin in the tubing and reported that insulin may have been crystalized. Customer changed tubing and cartridge again but later received an occlusion alarm. Recommendation was made to consult with health care provider if bg levels continue to increase. Customer indicated manual injections were available for back up therapy.

Manufacturer narrative:
D1, d2b.

Manufacturer narrative:
This final supplemental report is being submitted per FDA request to resubmit the content of the 1st supplemental MDR.